Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Customer's blood glucose ranged from 251-253 mg/dl.

Manufacturer narrative:
Device not returned.